Manufacturer narrative:
Date of report: 14jun2021.

Event description:
It was reported the alarm led failed during the night while in use. The ventilator continued to operate when the alarm occurred. The sales rep was unable to duplicate the alarm during a check. The ventilator was on a patient at the time of the issue. There was no patient harm or medical intervention reported. Check vent: alarm led failed occurred in the repair center and occurrence record of the alarm was also confirmed in the event log. Power switch overlay needs to be replaced. The investigation is ongoing.

Manufacturer narrative:
B4:(B)(6) 2021. The power switch overlay was replaced, and the issue was resolved. No other anomaly was observed.